Manufacturer narrative:
Follow-up #1 date of submission 09/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: the keypad is torn near the up button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok button is intermittently unresponsive. The up, down, & contrast buttons respond properly. Removed the keypad and found contamination under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.